Event description:
Customer reportedly received results of 107 mg/dl and 57 mg/dl within 10 minutes on the advantage system. Customer reported low blood glucose symptoms with these results; customer was able to self treat. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.